Event description:
It was reported by our (B)(4) affiliate that after removal of the esheath, a 6cm dissection of the common iliac artery (cia) was noted. The 16fr esheath was inserted without resistance. The novaflex+ delivery system was inserted into the esheath with some resistance noted. When the sapien xt valve passed through the esheath it ¿jumped out¿ from the tip of the esheath. The xt valve was successfully implanted. Following the removal of the delivery system, a 16fr introducer was inserted and the esheath was removed from the access site. No damage was noted on the sheath. Angiography demonstrated a 6cm dissection in the area from the cia to the bifurcation between the external iliac artery (eia) and the internal iliac artery (iia). After confirmation with intravascular ultrasound (ivus), a 9mm x 10cm iliac artery stent graft was placed from the contralateral side. On post operative day 3, the patient was reported to be doing well. The minimum luminal diameter of the access vessel was 5.9 mm. The vessel calcification and vessel tortuosity were not reported.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented by edwards in a technical summary, vascular complications are a well recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the access vessel internal diameters will enable the clinician to determine if the sapien valve can be delivered. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have access vessels that are not amenable to the approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The following guidance is provided for sheath removal: ¿remove the esheath entirely without torquing ensuring the edwards logo is facing upwards.¿ the minimum required vessel diameter for a 16fr sheath is 6mm. In this case, the access vessel minimum luminal diameter was 5.9 mm. The smaller and less than indicated vessel diameter appears to have contributed to the vessel dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.